Event description:
Reporter indicated a vns patient was having increased seizures that had increased from 2 per month to 4 per month per the patient's mother. The vns generator was later replaced as a prophylactic intervention per the reporter. The explanted vns generator was discarded by the hospital. Attempts for further information are in progress.